Event description:
The customer reported that the device delivered a shock but the printed strip showed that no shock was delivered. A second device was used with the same results. The involved pt died. The hospital biomedical engineer has stated that the device behavior did not impact the pt outcome as the pads were not properly placed per their protocol for obese pts. This is one of two complaints for the two defibrillators used during this events. (See also MDR # 1218950-2013-04564).

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info.